Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an off no power alert. The customer¿s blood glucose level was 161 mg/dl. The customer states the pump beeping and there was two lines of battery and checked the pump when she got home the screen said no power and the screen went blank. The customer did not receive a low battery alert prior to the off no power alert. The customer also states this is not the second occurrence of off no power without a low battery warning. The insulin pump will not be returned for analysis.